Event description:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat device with the description "the inside the cover was confirmed when the customer changed the mode from intra-op to post-op. Then they turned off the equipment and gave up to collect rbc in post-op. They returned rbc to the pt once during intra-op." No pt/operator injury associated.

Manufacturer narrative:
The device was returned for eval. During the inspection, fluid ingress was noted. There was also evidence of a fire that occurred near the fuse. The device was decontaminated and electrical components were replaced due to damage from the ingress. The electrical parts replaced were the power supply, fuse, driver board, controller, fan and top deck distribution board. The eval root cause determined the header arm was not seated properly which led to the extrusion tube twisting off. The device was repaired and is ready for use. Haemonetics (B)(4).